Event description:
It was reported that pump experienced malfunction alarm identified by code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, did not experience repeat of malfunction after reset, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.